Event description:
Boston scientific crm received information that this left ventricular (lv) lead exhibited high pacing impedance measurements greater than 2000 ohms in all pacing vectors and loss of capture. R-wave measurements have also decreased at the same time. The patient indicated there have been no car accidents or known trauma since the implant procedure. Technical services (ts) recommended performing an x-ray to confirm lead integrity and position as could possible indicate a lead fracture or dislodgement. Ts discussed that it is unlikely that this is a setscrew issued based on there being no response to pocket manipulation and all lv vectors measured high even when lv tip was not used. No adverse patient effects were reported. Additional information indicated that the local field representative has requested that the patient be brought in for testing; however, the patient is non-compliant. At this time, there is no additional information.

Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be updated.